Manufacturer narrative:
(B)(4). The sample was received by baxter. A visual inspection did not identify any issues. Leak testing, clear passage testing, and clamp function testing did not identify any issues. The sample could not confirm the reported problem.(B)(4).

Event description:
A customer reported that a transfer set was leaking from the tubing. The customer did not use any additional disinfectant on the transfer set. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.